Manufacturer narrative:
The defective transducer was returned to the philips engineering team for assessment. A thorough investigation was performed. Given the available evidence, the most likely cause of the c10-3v transducer lens face damage was misuse. There is no indication of non-conforming material from shipment, and no indication of design anomaly requiring further action. The replacement transducer is in service with no further similar issues.

Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing the electronics. This probe is associated with the epiq 7g ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.